Manufacturer narrative:
The returned drill was evaluated and found to be in excellent condition. The entry point is sharp and the cutting lips have good edges. The tang which fits the jacobs chuck or zimmer hudson chuck is also in excellent condition. The drill was secured in a jacobs chuck and also a hall power pro 6047 zimmer hudson chuck. The drill fit both chucks and was secure and stable. The chucks were rolled along a surface table, and the drill was found to be visually running true. It was concluded that the drill could not have been a contributing factor to the problem experienced in surgery. The drill was found to be in excellent condition to produce a good true cut and also fit within the recommended zimmer hudson and jacobs chucks.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Event description:
It was reported that during a vanguard knee procedure on (B)(6) 2012, the surgeon unknowingly ran the intermedullary rod through the posterior cortex of the femur. This caused the distal cut to be in extension and the chamfer cut to be significantly anteriorly notched. This was deemed acceptable at the time and the operation completed. Post-operatively, patient had symptoms of neurological damage which resulted in amputation of the lower limb.